Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level and diabetes ketoacidosis. The blood glucose level was 600 mg/dl and 450 mg/dl. Customer was using insulin pump within 48 hours of high blood glucose event. Customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.